Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were 2 samples returned for evaluation. Both samples exhibited leaking at approximately 1.5psi/78mmhg. Both samples were cut open. One sample had the valve not seated properly and was skewed to one side. The other valve was also not seated properly and appeared slightly curled under on one side. The root cause was incorrect umbrella valve assembly process during manufacturing. This root cause has been identified and is currently being addressed in the CAPA system.

Event description:
The foreign distributor ((B)(4)) reported an issue encountered with the suction relief valve by one of their customers. The hospital reported that valve leaked during the surgery. As a result, the report stated that the valve was replaced by another valve (same lot) which also leaked. The report stated that the alleged issue occurred while the surgical team was preparing for bypass. They stated that when the vent cannula was connected to the tubing, blood immediately ran down inside the tubing and out through the suction relief valve. The blood was coming through the opening which is supposed to let air into the tubing if there is excessive suction. There was no suction on at the time. A third valve (different lot) was used and did not leak. There were no patient complications reported as a result of the alleged event other than a little extra time while the valves were replaced. No patient information was provided. The actual complaint samples were discarded by the hospital; however, they did return some samples from the affected lot for analysis.